Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the issue. As a part of troubleshooting, the customer started the host pc manually, unplugged the hard drive and re-started the system many times. After which, the system was returned to use in good working order. The work order has been cancelled by the customer and no service was provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to start properly. The system was not in clinical use and no patient or user harm has been reported. Philips has started an investigation of this complaint.